Manufacturer narrative:
The customer reported that the multigas unit displayed an agm malfunction error. The customer rebooted the unit and changed the water trap, but the issue persisted. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit displayed an agm malfunction error. There was no patient injury reported.

Event description:
The customer reported that the multigas unit displayed an "agm malfunction" error. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit displayed an "agm malfunction" error. The customer rebooted the unit and changed the water trap, but the issue persisted. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation. During the evaluation of the reported device nihon kohden repair center (nk rc) was not able to confirm the reported issue of agm error. No issues were observed during the evaluation. The unit booted up normally and provided accurate gas readings. The pump was replaced as a precautionary measure as it is a wear and tear item. As the issue could not be confirmed or duplicated, a root cause cannot be determined. There is no evidence of an nk device malfunction that may have contributed to the reported issue. The root cause is likely related to improper setup of the device as no issue could be confirmed. The following fields contain no information (ni), as attempts to the obtain information were made, but not provided: attempt # 1: on (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the information that you are requesting is not available. B4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the multigas unit displayed an "agm malfunction" error. There was no patient injury reported.